Event description:
As reported by the user facility: customer reported, "clindamycin IV was started at approx 1545. Pt called out stating pump was beeping. Rn checked pump, pump reading said infusion was completed, but antibiotic was still full". Limited info provided. It was set as a primary. Unk rate and solution amount. No pt injury.